Event description:
It was reported that the patient was in ventricular fibrillation and the therapy was delayed due to under-sensing. Therapy was delivered and the episode was converted. The patient was transported to the hospital by emergency medical technicians (emt). The patient later deceased, but there was no allegation the death was related to this product. The cause of death was unknown. No additional information was provided.